Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a worn out on/off gasket. No damage was found to the on/off gasket. The on/off gasket was replaced to remedy the report. The device wasrecertified and returned to the customer. Analysis for report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.